Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the customer had vehicular accident. The customer blood glucose was unknown. The customer reported that the insulin pump system was in use at time of vehicular accident and customer was driver at time of vehicular accident. The insulin pump will not be returned for analysis.